Event description:
While on the third attempt to defibrillate a patient the device displayed "paddle fault" and "cannot charge" messages. The device previously discharged two deliveries of energy to the patient. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.